Manufacturer narrative:
The investigation for the reported purge disc/flag issues has been completed. The logs showed during the case, a purge disc not detected error while the pump and purge cassette were inserted. This alarm persisted despite efforts to reinsert the purge cassette. Additionally, there were piston blocked errors in the logs. The purge disc retainer was completely cracked and the purge flag was missing when the console was returned for investigation. Additionally, there was a glucose ingress. The cause of the issue was a broken purge disc retainer and missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller produced a purge alarm and the purge disk mount was found to be broken. No resolution was specified. The patient successfully was weaned from the unit and survived the explant.